Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was moderately tortuous and moderately calcified. A 1.5mm x 20mm x 143cm coyote es was advanced for treatment; however, during the third inflation at 14 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.